Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2011 - the patient underwent surgery for repair of an incisional hernia. A ventralex st mesh was implanted to repair the hernia defect. (B)(6) 2013 - the patient presented to the hospital for chronic right inguinal pain. The patient underwent a lysis of adhesions allegedly caused by the ventralex st. The attorney alleges the patient experienced adhesions, has suffered and will continue to suffer physical pain and was severely and permanently injured. Addendum per additional information received: (B)(6) 2011 - patient was diagnosed with incisional hernia at the lower midline, below the umbilicus and underwent open repair with implant of ventralex st mesh. Per the operative notes," the hernia sac was then opened widely, and excised. A large ventralex st hernia patch was chosen and this was a 8 cm in diameter. The mesh was put into the abdominal cavity and sutured. (B)(6) 2013 - patient developed chronic right inguinal pain and underwent laparoscopic lysis of adhesions and right inguinal lymph node biopsy. Per the operative notes,¿some adhesions were taken down. The patient was seen to have no evidence of any hernia. Three large lymph nodes were then dissected". There was no mention of ventralex st mesh in the op notes. Attorney alleges adhesions, nerve damage and emotional injuries.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided indicated the patient experienced adhesions. Adhesions are listed as a known possible adverse reaction in the instructions-for-use. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: h11: this supplemental MDR is submitted to document additional information provided and to correct the manufacturing date. Due to pain the patient underwent an additional procedure post implant on (B)(6) 2013. During this procedure it was noted that ¿some adhesions were taken down¿ however there was no mention of the ventralex st mesh as such there is no evidence that the adhesions were mesh related. The attorney also alleges nerve damage there is no indication in the medical records provided of any nerve damage associated with the mesh implant. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided indicated the patient experienced adhesions. Adhesions are listed as a known possible adverse reaction in the instructions-for-use. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2011 - the patient underwent surgery for repair of an incisional hernia. A ventralex st mesh was implanted to repair the hernia defect. On (B)(6) 2013 - the patient presented to the hospital for chronic right inguinal pain. The patient underwent a lysis of adhesions allegedly caused by the ventralex st. The attorney alleges the patient experienced adhesions, has suffered and will continue to suffer physical pain and was severely and permanently injured.